Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that the device had reached elective replacement indicator (eri) during initial interrogation. The device was not used. No patient complications were reported as a result of this event.